Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
(2 of 5) it was reported during removal surgery that the surgeon broke the tips of a screwdriver. The surgery was completed with a replacement device after a 30-minute delay. The plate and one of screw remain in the patient's body, as they were not removed during the extraction procedure. The date for the insertion surgery was (B)(6) 2023. No other patient consequences were reported. There are 5 related report numbers for this event 3025141-2025-00004 - 3025141-2025-00008.

Manufacturer narrative:
The three reported t8 stick fit hexalobe driver were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch numbers 514066, 558057 and 574727) was examined visually under magnification. The two noted drivers (batch numbers 514006 and 558057) exhibited drive features terminating in similar forms of breakage rather than a standard hexalobe drive. The remaining evaluation of these two drivers was for the body-side breakage, as split-off tips were not returned. The two noted drivers (batch numbers 514006 and 558057) exhibited largely similar phenomena with respect to their fracture. The main driver body's drive interface terminated in a multi-part complex of fractured surfaces. None of the observed fractured surfaces were perpendicular to the axis of the device; the complex junction of fractured surfaces involved multiple surfaces that were all oblique to the axis of the device in some form. These fractured surfaces were partially cupped, sporadically textured, and regions adjacent to the fractured surfaces exhibited no stretching or necking (i.e. No signs of ductility). There were marks on one more major surface, but it was not possible to conclusively state if they were or not progression/beach/seashell marks (i.e. No conclusive signs of fatigue). The driver (batch number 514006) specifically exhibited some level of deformation which resulted in the tip being bent off-axis. The noted driver's (batch number 574727) drive feature was deformed. The lobes of the drive feature appeared to have been twisted about the axis of the device. The drive feature was also bent off-axis. The driver also exhibited a drive feature terminating in a breakage; the remaining evaluation of this driver was solely for the body-side breakage, as the split-off tip was not returned. The main driver body's drive interface terminated in a single fractured surface that was mildly oblique to the device axis. The fractured surfaces were largely flat, sporadically textured, and regions adjacent to the fractured surfaces exhibited no stretching or necking (i.e. No signs of ductility). There were no clear indications of progression/beach/seashell marks (i.e. No conclusive signs of fatigue). The returned devices were inoperable / would not be capable of driving a screw due to in-field damage. The observed device damage did not suggest a ductile failure mode, nor failure from fatigue. The observed phenomena suggested a brittle failure mode; brittle failure may occur when unusually large torques are applied to devices. Devices that fail in pure torsional loading conditions (i.e. Over-torque) will usually have a singular flat fracture plane that is perpendicular to the device axis. Devices that fail in complex loading conditions beyond pure torsion (i.e. Over-torque with potential additional off-axis loads) may exhibit a flat or cupped fracture plane, as well as potential multiple/complex fracture plane setups, which are usually oblique/angled to the device axis. Devices exposed to complex loading scenarios may additionally exhibit off-axis deformation/bending of relevant features. Additionally, deformation of a drive feature (i.e. Twisting of lobes about the central device axis) can potentially be construed as a form of wear. Wear on instrumentation can potentially occur due to long-term use, intensity of use, and/or misuse. In some cases, wear on instrumentation may contribute to perceived difficulties during use. The perception on if wear does or does not impact usage is highly subjective and up to individual interpretations on the fit/engagement. It is imperative that instruments are inspected where applicable for sharpness, wear, damage, proper cleaning, corrosion, and integrity of connect features both prior to and after use. If wear on instrumentation is observed and/or is impeding expected function, discontinue use of the noted instrument. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.